Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that the administration sets were not infusing accurately. It was reported that the ob patients complained of not getting pain relief. Per reporter, internal testing was done and the cadd-solis pumps passed, but issues were found with tubing. No patient injury was reported.